Event description:
It was reported that the patient had received inappropriate therapy. Lead values showed high lead impedance and oversensing. The lead was replaced with a similar lead. No patient complications were reported as a result of this event.